Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
Reported blood glucose results of "5.6 mmol/l" with the lifescan meter and "7.8 mmol/l" on a laboratory device, performed within 10 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. The meter was replaced.